Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed an air bubble within the tubing. The customer attempted to perform the fill tubing sequence to remove the air bubble but accidentally selected to start a "new" fill tubing. As the customer did not have the minimum 50 units of insulin within the cartridge, the customer was unable to restart insulin therapy. Customer returned home and was able to perform a supply change to address the event.